Manufacturer narrative:
Data log review: it was found in the data logs that the o2 sensor was giving incorrect values as it was reading that the fio2 values were over 200% when the fio2 blender was set to 100%. At one point the fio2 was set to 100 and the o2 sensor was reading 0.

Event description:
Per clinical review: on (B)(6) 2024, the team at the user facility experienced a problem with their electronic patient gas system (epgs) during cardiopulmonary bypass whereby the fraction of inspired oxygen (fio2) dropped and asked for recalibration. The team opted to change to an oxygen (o2) tank and recalibrated. The device stabilized after the fourth calibration. Arterial blood gas (abg) values were good throughout. The procedure was completed successfully with no delay, no blood loss, and no adverse event.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) confirmed the reported complaint. The data log review showed that the o2 sensor was giving incorrect readings. The o2 sensor was replaced and the unit passed all functional testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the oxygen (o2) percentage (%) started to drop and the electronic patient gas system (epgs) prompted for recalibration. The team connected the o2 line to an o2 tank and the unit was recalibrated which stabilized after the fourth attempt. The blood gas analyzer values were normal every time. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.